Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that revel ventilator a vent fail while on a patient. There was no patient harm associated with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire medical failure analysis technician was unable to verify the customer's reported issue. The device passed 193.9 hours of extended testing at the customer's settings. The device passed all testing and met all manufacturer specifications.